Event description:
Patient reported experiencing outer tubing of the infusion set seperating. Caller indicated that the infusion set did not leak. Patient indicated that he replaced the tubing upon discovery of the separation. Patient indicated that there was no increase in blood glucose level. Patient indicated that he did not require medical assistance to address this issue.

Manufacturer narrative:
Issue described to agency in recall # 2183993-03/21/06-001-r.